Event description:
Caller reported an issue with the insulin gauge displaying an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. The issue, which occurred earlier on the day of the call, showed a discrepancy between the pump's fill estimate of 140 units and the caller's expected estimate of 260 units. The caller resolved the issue by reloading the same cartridge. Customer technical support advised the caller to contact them again for troubleshooting if a similar issue occurs in the future, and the caller acknowledged this advice.